Event description:
During a surgical procedure, these x-ray detectable gauze sponges are used. This package of 10 sponges had a gauze sponges not folded correctly, so frayed edge is on outside of fold. Strings from gauze ended up on the surgical field. This could lead to potential foreign body retention if the sponge was used on a open surgical procedure.